Event description:
Additional information received reported that the patient was going to have an emg for carpal tunnel. The patient would have their device taken out and it did not agree with them. The patient developed carpal tunnel on the other side than the ins, so they weren¿t sleeping well. One night in december, the patient was just sitting there and it went crazy and was thumping, so they turned it off. For at least a month, the itching had gone down very much. The patient started wearing a wrist brace, and that helped their wrist. The therapy was maybe effective for the patient¿s bowel symptoms a little bit, but because of the diuretics they were wet most of the time and wore depends and a big long pad. Before it started itching, the patient was on phase 2 and they felt like they medically needed to take it out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va038qb, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient never had therapeutic effect since implant and wanted system removed. The patient reported it was not doing her any good and between taken the pill and drinking all the water and felt like it was in vain. The patient already could not go anywhere due to incontinence and wanted to have it out. Information received later indicated that patient was not taking it out. The patient had an over active bladder. The interstim was not working for patient. It was indicated that patient had congestive heart failure (chf) and taking diuretics. It was in vain to mix interstim and chf .the patient had turned off their device. It was later reported that the patient turned their implantable neurostimulator (ins) off about a week ago because it wasn¿t doing any good. Since then the patient had been constipated and had hard stool and had to take a laxative pill. The patient forgot how to use their patient programmer. The patient was on program 2 at 3.7v and the ins was on. The patient felt stimulation and it was comfortable and they wanted to know what to do now to leave it. It was helping the bowel, but not the urine because the patient took a diuretic. The patient was itching on the left hip where the ins was and they noticed this 2 months ago. There was not a rash, but the itching kept the patient up. The patient had neuropathy and had cancer. It was further reported that the patient had to watch their weight due to chf and had been on potassium and a water pill for 2 days because their weight had gone way up. Yesterday, last night, while the patient was just sitting, they kept going to the bathroom back and forth. The patient had a loss of therapeutic effect. The water pills usually kept the patient going to the bathroom for about 8 hours. Yesterday the urinary symptoms caused by the water pills should have been gone, but the stimulation kept vibrating ¿boom-boom-boom¿ and then it stopped, then the patient went to the bathroom, and then it vibrated and the patient went back and forth. Yesterday the patient was going to the bathroom too much, like they were having a urinary tract infection (uti). The stimulation was too strong when the patient went to bed last night and they could not sleep because of strong vibration and had to turn the stimulation off. The patient never had the vibration that strong before and it was worse than they ever had. The strong vibration came on by itself and the patient had not changed or checked it for 3 weeks. The patient was just sitting and the vibration came ¿boom-boom-boom¿ and this was something new that happened. The patient was worried that something was not right and mentioned that they had the therapy off for a while, then turned it on and it had been a while since they turned it back on. The patient had been having numbness on the left side of their hip for about a month. They felt pain and could not lie on the left side of their hip and had to turn over. It had been sore when the patient touched it for about a month, maybe more. The patient wondered if the cancer came back and if it was in their hip. The itching was so bad that the patient wanted to tear their hip up. The patient had been using (B)(6) with aloe cream and it helped a little bit, but not nearly as it should. The patient was wondering why they would itch on the left side, but not on the right side. Because the patient had trouble with incontinence in bed too, they thought at first they were allergic to the pads they were lying on, so they put a sheet over their pad but it didn¿t resolve the issue. The patient thought maybe it was the kind of diapers they wore, but they had been wearing a diaper and using the pad for a long time and the numbness and itching started only a month ago. The patient had incontinence for years and both the bladder and bowel incontinence had been there for a while. The patient learned that if they ate corn and peanuts they had trouble with their bowel and they blamed that trouble with what they ate. The patient was implanted mainly for their bladder issue. The patient was allergic to latex. The patient had no falls or trauma and had a hcp appointment scheduled this month but cancelled it. The patient already talked to their hcp about taking the device out and they said they would do it and the patient was waiting until (B)(6). The patient was hoping to do local anesthesia to numb from the waist down because of their chf. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.